Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Problem with the way the wheels are set, making one side of the wheel locks very hard to lock. Left side was misdrilled and the holes were not in the right placed for the wheel locks to engage the wheel.